Manufacturer narrative:
Device analysis report attached. This report is submitted on july 11, 2024.

Manufacturer narrative:
This report is submitted on (B)(6), 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection (site of infection not confirmed) and cholesteatoma (non-device related). The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.